Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.812.004; lot: l177240; manufacturing site: haegendorf; release to warehouse date: january 04, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Summary of the manufacturing evaluation: the shipped back instrument ¿03.812.004 applicator knob¿ is in a used condition. Brown residues are found on the ¿60051592 assembly button security pin¿ of the instrument. Some impact marks are visible on the applicator knob. The deformation of the material indicates normal force exerted by the use of the instrument. In the context of brown residues of the component "assembly button 60051591," the hardness & material certification was investigated. The investigation showed that the material according to the certificate is the 1.4028 defined in the drawing. It has been assumed that the case of this complaint is a lack of cleaning and lubrication for movable parts as described in our guidance for reprocessing, cleaning and sterilization. The flow 2 ¿device interaction/functional¿ was selected according to the complaint description. The function test was executed according to the valid inspection sheet. During manufacturing investigation, all relevant and significant characteristics were tested. All checked characteristics are within the specification. The function of the applicator knob was tested by functional gage and passed all tests. The mechanism was working without any problems. No manufacturing related issue was identified and/or confirmed. It has to be assumed that mishandling of the device has to be the reason of the described event. The complaint condition of jammed/seized is unconfirmed as this applicator knob is functional as required. The complaint is confirmed regarding the deterioration of the assembly button. No product related issue could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Corrected data: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, two applicator knobs were noted to be stiff (one seized and not usable) and looked rusted around the integrated button on one applicator knob. The team was not happy to continue using the set moving forward unless both complete handles including two applicator out shafts were replaced in case, these were also stiff causing the problem. The t-pal large trial implant was broken, and the ball tip was within the applicator knob. The t-pal items were used although it was tough to do so. The procedure was completed successfully with a surgical delay of five minutes due to the reported event. There was no patient consequence. Patient outcome was reported as stable after the procedure. This report is for one (1) applicator knob. This is report 2 of 5 for (B)(4).